Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that needle 26x3/8 ib was broken. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown it was reported caller reported fill resistance issue, difficulty removing protective cap and needle broken. Verbatim: ¿ caller reported that they received a box of cartridges and one of the needle tips was broken prior to opening the package. This issue occurred 4-5 months ago, customer does not recall the exact event date. ¿ number of occurrences - 1 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ product lot # - unavailable ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product available for return to bd? ¿ no ¿ resolution ¿ caller successfully filled a cartridge with insulin. Cts to send goodwill cartridges. No further follow up is required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 26x3/8 ib was broken. The following information was provided by the initial reporter: material no.: 305110 batch no.: unknown. It was reported caller reported fill resistance issue, difficulty removing protective cap and needle broken. Verbatim: caller reported that they received a box of cartridges and one of the needle tips was broken prior to opening the package. This issue occurred 4-5 months ago, customer does not recall the exact event date. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product lot # - unavailable did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Resolution ¿ caller successfully filled a cartridge with insulin. Cts to send goodwill cartridges. No further follow up is required.